Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log file analysis revealed 1 high watt alarm was logged on (B)(6) 2017 at 07:49:22. A rise in power consumption has been logged starting (B)(6) 2017 to a peak of 5.8 w on (B)(6) 2017 outside the normal operating range confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include the patient's history of recent pump thrombus, possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines).

Event description:
It was reported that the patient called the implant center due to the power and flow increasing. The patient had previous history of pump thrombus. However, the patient was controlled on anticoagulation. Logs files were sent and blood sample were done. The patient was admitted to the hospital and the thrombus was confirmed. The patient's lactase dehydrogenase (ldh) had increased to 650. The patient was given lysis therapy of tissue plasminogen activator (tpa) of 10 mg bolus follow by 10 mg in one hour. After lysis therapy, the patient is now stable and is in a normal ward.